Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female patient. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. It was unreported whether treatment was provided. It was unreported whether pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Follow-up information was received on (B)(6) 2010. The event of peritonitis was revised to peritonitis with (B)(6). In (B)(6) 2010, a peritoneal effluent culture revealed (B)(6). It was unknown if treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with (B)(6). The nurse believed the peritonitis with (B)(6) was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The sample is unavailable for evaluation.